Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery: right upper lobectomy; can it be confirmed that the entire width of compressed vessel was proximal to cut line on device: as far as we could see on the monitor; were the tips of jaw visible during firing: as far as we could see on the monitor; was there any extraneous tissue within the jaws distal to cut line during firing: not that we could see on the monitor; was nothing other than surgicel used to control bleeding: only surgicel; what were the patient comorbidities, did the patient have any coagulation disorders: surgeons stated that there were, but nothing specific; what is the current patient status: after case patient was in ICU, but do not have any further information.

Event description:
It was reported that during a right upper lobectomy procedure the customer noticed bleeding on a pulmonary artery from the middle of the second firing staple line approximately five minutes after having completed the firing. The procedure was converted to open and changed to a bypass procedure. The customer applied pressure to the bleeding staple line and covered the site with surgicel to control the bleeding. The procedure was ongoing at the time of the call. The sales rep stated that the patient lost approximately 1000 cc of blood over the course of four to five hours. The sales rep stated that not all of the blood loss could be attributed to the leak in the staple line. The patient began receiving a blood transfusion some time after the leak in the staple line occurred. Procedure was completed with the same device without any additional issues. It was unknown if the patient's post-op care will change.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: the surgeon did not feel the device caused the problem. The surgeon stated that the bleeding that led to the conversion and transfusion was due to patient co-morbid conditions and not from the stapling device.